Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt says that their ins is at "end of life" and says this was first found " about 5 months ago". Pss asked if this meant the pt has been seeing eos screen, and they got angry and said they just want to know if they can have an MRI of their right wrist, as they will be having wrist surgery soon. Pt says they have an appointment (B)(6) with managing hcp to discuss replacing ins. Pss asked for more information about their ins being at "end of life" and asked if they were seeing an eos message and pt said "I cant connect to it or anything, I already had my case worker come out and they said its at end of life". Pss reviewed that if they cannot connect to see MRI compatibility, they can ask MRI center to contact the patients hcp. Pt became angry about this and said that they might not tell the MRI facility that they have a medical device implanted. Pt swore and was angry. Pss reviewed that if they go ahead with the MRI they are at risk of heating at lead wires which could cause tissue damage. The patient was redirected to their healthcare provider to further address the issue. I advised they speak with hcp about this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.